Event description:
It was reported that the implanter was unable to get the right ventricular lead to pace or sense, even after placing the lead in multiple sites. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.